Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that six bd¿ p100 blood collection system for plasma protein preservation had some red blood cell residue above the separator, and 5 bd¿ p100 blood collection system for plasma protein preservation did not vacuum, or separators went down and blood was collected on top.

Manufacturer narrative:
Bd had not received samples but photos from the customer facility were received. The photos were reviewed and it was evident that the customer had experienced sample quality issues (i.e., low draw, poor barrier separation) with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd notes that loss of vacuum and premature launch of the mechanical separator can in most cases be caused by the non-patient needle not penetrating the tube stopper and the mechanical separator in the center. If the needle penetrates the stopper or mechanical separator in the sidewall, this could result in premature vacuum loss or premature launch of the separator. Investigation conclusion: based on the review of the photos, the customer's sample quality issues were observed. Root cause description: a root cause could not be defined.

Event description:
It was reported that six bd¿ p100 blood collection system for plasma protein preservation had some red blood cell residue above the separator, and 5 bd¿ p100 blood collection system for plasma protein preservation did not vacuum, or separators went down and blood was collected on top.

Manufacturer narrative:
Correction: device manufacture date: 2019-06-30 was changed to 2018-06-01.

Event description:
It was reported that six bd¿ p100 blood collection system for plasma protein preservation had some red blood cell residue above the separator, and 5 bd¿ p100 blood collection system for plasma protein preservation did not vacuum, or separators went down and blood was collected on top.